Manufacturer narrative:
Concomitant: addr01 ipg implanted: 2011-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead was fractured. There was also noise and non-capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.